Manufacturer narrative:
(B)(4). Batch # r9587r. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional event information received on 06/18: is the white tissue pad completely missing from the clamp arm of the device? Only the white plastic part which has been sent with the device. Did any part of the tissue pad fall into the patient? If yes, was the piece retrieved? Yes, the white tissue pad fell into the patient abdomen. Did the patient experience any adverse consequences due to this issue? The patient had an infectious syndrome following the intervention (blood culture and ecbu positive e. Coli esbl) but seems not related to the incident.

Event description:
It was reported that the white pad of the scissors got damaged and took off. The white tissue pad fell into the patient's abdomen. Risk of plastic part fallen into the patient's abdomen. Spare one used to complete the procedure.